Manufacturer narrative:
Upon further review this is not a reportable malfunction.  Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Device was returned for evaluation. The customer¿s complaint was confirmed. Perforated biopsy channel; diffuser not drying the lenses; rubber glue coming off; pipe insertion degraded by chemical stress. The device was repaired and returned to the customer.

Event description:
The customer reported to olympus that the rubber of the distal point had irregular glue, the insertion tube was worn out and the biopsy channel was found pierced. There was no patient involvement.